Manufacturer narrative:
With black substances on drops. All the liquid was poured on the paper, revealing some black substance. There are no remaining samples now. The available information for this case has been reviewed at the site of manufacture. The pictures show the neck of the bottle is cut open. The unit was not returned, and the complaint cannot be confirmed therefore. Further assessment will be completed if the unit is returned to site.

Event description:
An initial spontaneous report from (B)(6) was received via non-med originating from an other health professional on 06-oct-2022 regarding a patient of unknown age and gender who experienced product contamination following the administration of refresh contacts (carmellose sodium) for "unknown indication". Allergan received the report on 11-oct-2022. Medical history was not reported. Concomitant medications were not reported. No dosage information was reported for refresh contacts (carmellose sodium) (eye drops, solution). The lot number was reported as: e91851 (expiry date: 30-sep-2022). On an unknown date, the patient experienced "foreign substance - product/ with black substances on drops" (product contamination). This case was considered non-serious. It was reported there were black substances on (eye) drops. All the liquid was poured on the paper, revealing some black substance. There were no remaining samples. Laboratory tests were not reported.